Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl. The sensor fell off and the they had the problem of product not adhering due to sweat. It was unknown that auto mode feature was active or not at the time of event. Customer declined to troubleshoot for the high blood glucose. The device will not be returned for analysis.